Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2015 with the following findings: during testing, the display lens was observed to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the display. This report is made based on results of investigation completed on 11/25/2015.